Event description:
It was reported that, "onset of unexplained pain at 20 months post implantation of abg ii modular hip prosthesis. Revision on (B)(6) 2009. In the articular cavity the presence of a very purulent fluid was found in the form of an articular abscess."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., however, the associated devices involved in this event are. Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-416, lot # g1467076, description: abgii modular long neck. Cat # 6570-0-328, lot # 20774802, description: delta v-40 ceramic head 28/-2.7. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. A supplemental report will be submitted upon completion of the investigation.